Event description:
The iab was inserted into the pt on 8/15/96. On 8/21/96 after iabp for about six days, an alarm sounded from the pump and blood was noted in the balloon. The iab was inserted. The timing was 1:1 and augmentation was not maximum.

Manufacturer narrative:
This form was completed by the MFR. Section f was also completed by the MFR. No medwatch from was received from the initial reporter or product user. Underwater leak testing revealed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical apperance of an abrasion mark. The penetration within an abrasion mark is typical of that produced by calcified plaque iabp. Device label code: 1738.